Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is underway. The reported problem (adjust belt/check belt messages) is under investigation. Upon receipt, the belt failed the incoming functional fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The patient using the belt reported frequent check belt and check therapy pad messages.

Manufacturer narrative:
Follow-up report #1: additional information: device evaluation of electrode belt sn (B)(4) has been completed. The cause for the failure was isolated to a shorted u723 mux on the distribution node pca. The root cause for the shorted component could not be positively identified. Device evaluation summary: device evaluation of belt sn (B)(4) is underway. The reported problem (adjust belt/check belt messages) is under investigation. Upon receipt, the belt failed the incoming functional fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The patient using the belt reported frequent check belt and check therapy pad messages.